Event description:
"Hard, tender, and painful breasts associated with encapsulation: which required bilateral capsulectomies & removal and replacement of breast implants. Both explants were ruptured."